Event description:
It was reported that "during the procedure according to IFU, md found that guide wire bent and kinked. So md opened up the new kit to finish the procedure". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "during the procedure according to IFU, md found that guide wire bent and kinked. So md opened up the new kit to finish the procedure". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The report that the guide wire kinked during use was confirmed through examination of the returned sample. The customer returned one, opened cvc kit and lidstock for analysis. Signs-of-use in the form of biological material were observed on the guide wire. The guide wire was observed to have one major kink towards the distal end of the body. The distal j-bend was slightly misshapen but intact. Microscopic examination confirmed the kink on the guide wire body. Both welds were present and were observed to be full and spherical. The kink measured 554mm via calibrated ruler from the proximal tip. The overall length of the guide wire measured 602mm via calibrated ruler, which was within the specification of 596mm-604mm per guide wire product drawing. The outer diameter (od) of the guide wire measured 0.790mm via calibrated caliper, which was within the specification of 0.788mm-0.826mm per guide wire product drawing. Functional inspection was performed per IFU statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". The guide wire was advanced through the returned ars/18ga introducer needle subassembly. The guide wire passed through both components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained, and further consultation requested". A device history record review was performed, and no relevant manufacturing issues were identified. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during the procedure according to IFU, md found that guide wire bent and kinked. So, md opened up the new kit to finish the procedure". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Section d.4.-unique identifier (UDI)# corrected to (B)(4).